Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, an area of siltex cracking was observed on the posterior view. In addition, a tear measuring approximately 0.3 cm was noted within the siltex cracking area. The evaluation determined that the rupture is consistent with the siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware of the correct explantation date. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2019, mentor became aware that the patient is scheduled to undergo bilateral device removal on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. On 10/15/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The manufacturing date was also added. Reason for device explant and/or reoperation: rupture and device migration manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient¿s date of explant was rescheduled to (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female underwent a primary breast augmentation with 150cc mentor memorygel breast implants and experienced bilateral rupture, device migration and granuloma post-operatively. The ruptures were confirmed with an MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.